Manufacturer narrative:
Device received with cracked end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to crack end cap. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and drive support cap was sticking out. The customer¿s blood glucose was plus 300 mg/dl. Troubleshooting was performed. Customer was advised the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.